Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow up feeling tired. It was noted that the right ventricular lead was dislodged. The lead was explanted and replaced. The patient was doing well post procedure.